Event description:
Customer reported a malfunction with a code of malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and advised that they could continue using it. The customer was instructed to call back if the malfunction code recurs, which they acknowledged and understood.